Event description:
It was reported that the corner of the screen of the customer's insulin pump was cracked. His blood glucose was 48 mg/dl at the time of reporting, which he treated with orange juice. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.